Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10317228. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. This is 1 of 2 reports associated with (B)(4). Concomitant medical products and therapy dates: select plus 150/5 cm 45 shape (606s255fx/16046332); new microcatheter (details unknown).

Manufacturer narrative:
The enterprise stent (enf452800/10317228) was not advanced in the prowler select plus microcatheter (606s255fx/16046332) after insertion into hub. The stent and microcatheter were removed together as a unit. A different microcatheter (details unknown) was used to complete the procedure. There were no damages noted on the stent or microcatheter after use. An adequate continuous flush was maintained through the microcatheter. The target vessel was rt. Distal ica which was not calcified but mildly tortuous. A non-sterile stent unit of enterprise vascular reconstruction device and delivery system was received a plastic bag. Inside of the plastic bag only the stent was found. No anomalies were found during analysis. Involved microcatheter was analyzed under product issue number 1-lh5lut. Since the stent was the only component received for this product analysis. The functional analysis could not be performed. The stent involved was inspected under vision system and no anomalies were found. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10317228. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure ¿delivery wire / impeded-in microcatheter¿ reported by the customer could not be correctly analyzed since the stent was the only component received for analysis. The exact cause of that failure could not be conclusively determined. However procedural factors might have contributed to those issues. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time. This is 1 of 2 reports associated with (B)(4).

Event description:
The enterprise stent (enf452800/10317228) was not advanced in the prowler select plus microcatheter (606s255fx/16046332) after insertion into hub. The stent and microcatheter were removed together as a unit. A different microcatheter (details unknown) was used to complete the procedure. There were no damages noted on the stent or microcatheter after use. An adequate continuous flush was maintained through the microcatheter. The target vessel was rt. Distal ica which was not calcified but mildly tortuous.